Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. Reportedly, the patient stated she had not charged or used her stimulator in over a year. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient had her scs ipg explanted and replaced. The reported issue was resolved.